Manufacturer narrative:
Correction information provided in d.4. And d.10. Additional information provided in h.3., h.6. And h.11. The account indicated the use of a qualified associated cartridge and viscoelastic with a non-qualified handpiece. The cause of the torn capsule was not provided. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) was implanted and then took out by surgeon during initial procedure. Additional information has been requested, received and stated a tear in capsule was noted after lens placed, leading to unstable lens placement. The iol was explanted during initial procedure. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).